Manufacturer narrative:
Pump passed displacement test and self-test. The audio tones/beeps/vibrate, audio options volume 1-5 functioned properly. No unexpected hardware low level failures found during testing. However, phardware low level failures confirmed in the pump history file due to a hardware error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures error alarm. The customer stated they were able to clear the alarm and to complete the rewind process. Customer performed 0.2 unit fill cannula into air to determine if delivery is successful. Customer stated the fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.